Event description:
After the second firing of the instrument with a sulu, its jaws would not open to release the tissue. Therefore, a resection was performed to remove the instrument that was locked on the tissue was repair the torn lung tissue with suture to complete the case without further incident. Procedure: right anterior thoracotomy and wedge resection of right lower lobe due to bilateral pulmonary infiltrates to rule out pulmonary lymphoma.